Event description:
It was reported that in preparation for a percutaneous coronary transluminal angioplasty (ptca) procedure, a stent partially deployed. The sentinol vascular 6x40mm stent was advanced over an unspecified guide wire outside the patient. The stent "got stuck" and the cover moved, leaving the proximal third of the stent deployed. The procedure was completed with another of the same device. No patient complications were reported. The patient status is stable.

Event description:
It was reported that in preparation for a percutaneous coronary transluminal angioplasty (ptca) procedure, a stent partially deployed. The sentinol vascular 6x40mm stent was advanced over an unspecified guide wire outside the patient. The stent "got stuck" and the cover moved, leaving the proximal third of the stent deployed. The procedure was completed with another of the same device. No patient complications were reported. The patient status is stable.

Manufacturer narrative:
The initial emdr was due on (B)(4) 2010 and was submitted on (B)(4) 2010 but there was a delay in processing acknowledgement 3 due to an FDA server issue which made the MDR appear late. (B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: visual and microscopic inspection revealed a shaft kink located approximately 3 centimeters distally from the edge of the exterior hub. The exterior shaft was damaged on both sides of the distal markerband. It appears to be bunched up on the proximal end of the markerband and flared on the distal end of the markerband. The stent appears to be fully deployed on one end and partially deployed on the other end. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage, as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that in preparation for a percutaneous coronary transluminal angioplasty (ptca) procedure, a stent partially deployed. The sentinol vascular 6x40mm stent was advanced over an unspecified guide wire outside the patient. The stent "got stuck" and the cover moved, leaving the proximal third of the stent deployed. The procedure was completed with another of the same device. No patient complications were reported. The patient status is stable.

Manufacturer narrative:
This emdr was due on (B)(6), 2010 and was submitted on (B)(6), 2010 but there was a delay in processing acknowledgement 3 due to an FDA server issue which made the MDR appear late. (B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)